Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the image appeared blurry during a medical procedure. A replacement device was used to complete the procedure and there were no adverse consequences as a result.

Event description:
It was reported that the image appeared blurry during a medical procedure. A replacement device was used to complete the procedure and there were no adverse consequences as a result.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The technical service report indicates: outer tube damaged, distal tip, distal tip damaged, particulate, optics particulate under distal lens, cosmetic issues, scratches/dents, engraving/identification. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.